Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the device unexpectedly shut off during the ventilation. The customer than switched to manual ventilation. No injury reported.

Manufacturer narrative:
Based on the analysis of the replaced power supply in the manufacturer¿s lab, the power supply was found to be non-functional as no dc output could be measured during testing. A detailed root cause analysis shows, that a capacitor lost its capacity. As the power supply is already 10 years old, it is plausible that the failure was caused by aging of internal electronic parts. In case of an ac power supply failure, the fabius gs switches to battery supply automatically so that the case can be continued using battery power. A check if the battery is fully charged is part of the pre-use check as described in the instruction for use and must be carried out before each patient use. It was further reported that the battery capacity was not checked prior to the case. As apparently the battery was not charged before the case in question, the root cause of the reported shut-down of the machine is a non-functional power supply in combination with discharged batteries. In any case, manual ventilation remains unaffected. The replacement of the affected power supply on-site has already solved the problem and the fabius gs was returned to use without further problems reported, no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report.